Event description:
It was reported that 10 months after a coronary drug eluting stenting procedure, an instent restenosis occurred. In 2002, the lesion being treated was 90% stenosed mid left anterior descending artery (lad) lesion. The physician deployed a bms 3.0 mm x 19 mm stent. Plavix was administered for 4 weeks post procedure. In 2003, the pt presented to the cath lab and repeat angiography revealed in the lad stent, 90% instent restenosis. This was treated with a taxus express2 8.8% 3.0 mm x 28 mm stent. Plavix was to be administered for 12 month post procedure. In 2004, the pt returned with instent restenosis within the taxus stent in the lad. The physician attempted to open the restenosis with a cutting balloon 3.0 mm x 6 mm without success. The status of the pt is unk, "the physician have not heard anything from the pt."